Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted to treat a lesion and an nc euphora balloon was also used. The cec adjudicated that the patient suffered a target vessel mi involving the circumflex on the same day as index procedure.